Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007 for the treatment of stress urinary incontinence. The patient experienced pain in her legs, dyspareunia, bleeding, vaginal discharge, back pain. She continues to have multiple complications, including erosion, leg pain, and nerve damage, and abdominal pain. No additional information has been provided.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.